Event description:
It was reported that the 8800 system locked up and continued to x-ray after release of the button. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The handswitch was replaced during the service call. The system was tested and found to be working as intended, and put back into service.